Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device was received with cracked case at display window corners, cracked display window, cracked battery tube threads, and minor scratched display window.

Event description:
The customer's blood glucose level was unknown. It was reported that the numbers on the customer's insulin pump were ramping while in the bolus wizard and would not stop. The customer stated there were no significant events prior to the event. Advised customer to discontinue use of the pump and revert to back-up plan. Advised the customer that the pump would be replaced and that the replacement pump would need to be programmed. Nothing further reported.